Manufacturer narrative:
The device was not returned for evaluation. The device history record (DHR) review of the affected sheath shows the device met specifications prior to distribution of the device.

Manufacturer narrative:
This patient was randomized to (B)(4) study with an indication of aortic stenosis. The 23mm sapien valve was successfully implanted in the correct location within the native aortic valve, in a correct sub-coronary position, and remained implanted in the correct position. At index procedure access site CT images were reviewed at length prior to the case. The right side of the patient was not an option for procedural sheath placement; there were multiple areas of heavy plaque burden. The left minimal diameter was 7.32mm with minimal plaque in the femoral artery. There was however plaque noted just below the bifurcation, but was not circumferential and measured 8.3mm at its smallest point. The report indicates the 22fr sheath advanced without difficulty. The device was not available for evaluation. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav) and the use of anesthesia include but are not limited to cardiovascular injury including perforation or dissection of vessels, which may require intervention. In this case, the exact cause for the reported vascular complication cannot be confirmed. There was no difficulty with advancement of the sheath in the patient's vasculature, and the vessel appeared to have been appropriate in size measuring 8.3mm at its smallest point. However non-circumferential calcification was noted just below the bifurcation of the iliac artery. It is possible that the patient's vessel characteristics may have contributed to this event. No further action is possible at this time.

Event description:
As reported by the clinical specialist, during transaortic valve implant (tavi) procedure, upon removal of the sheath and deployment of the closure device, a femoral angiogram was performed and showed a perforation of the iliac artery just below the bifurcation. A 10mm x 10mm stent was implanted at the perforation site. During this event, the patient become hypotensive with blood pressure (bp) decreasing into the 60's systolic; the patient was transfused. A follow up angiogram showed resolution of the perforation. The patient's blood pressure stabilized and the patient left the cath lab in stable condition.